Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported event was confirmed. There was no image due to a faulty charge-coupled device (ccd) unit. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the unit was not producing an image. Additional information is unavailable at this time.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. The legal manufacturer determined the likely cause as follows: it is likely the event was caused by unexpected stress on the head due to the user's handling, resulting in the failure of the ccd unit, which resulted in no images. In addition, it is considered that image noise was generated due to unexpected stress on the cable resulting in damage. As stated in the instructions for use, as a preventive measure, "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."